Event description:
It was reported that an asymptomatic patient presented in clinic with episodes of non-sustained lead noise due to t-wave oversensing on the discrimination channel. The device was reprogrammed and patient will be monitored.

Event description:
New information states via remote transmission with non-sustained lead noise due to post-paced t-wave oversensing was noted on the stored egm. The patient did not receive therapy during the oversensing. The device was reprogrammed and there were adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.